Manufacturer narrative:
This supplemental report is being submitted to provide the following: the automated endoscope reprocessor (aer) machine inspection results and the final report for the tjf-q180v postmarket surveillance study. An inspection of the user facility's aer machine was conducted; there were no deviations observed during the inspection. Based on the conducted investigations, the most probable cause of the reported event was attributed to contamination due to improper sampling.

Manufacturer narrative:
As part of the post market surveillance study, an olympus engineer and clinical endotherapy specialist were dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. The following deviations were noted during the audit. Cardboard was brought into the sampling room. Prepared equipment without aseptic operation. Gown was not the appropriate size. Sampling staff did the sampling while touching non-sterilized field and items. Olympus engineer and ces instructed the appropriate technique to the sampling staff. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility to observe the reprocessing technique of the technician that reprocessed the scope. There were no deviations noted during the pre-cleaning and reprocessing observation. Since there were no deviations observed, no follow-up post observation of the scope technician who reprocessed scope from sample study was conducted. The scope was then sent to an independent laboratory for ethylene oxide (eo) sterilization and then returned to the service center for evaluation. A visual inspection was performed on the instrument and suction channels and did not find any kinks, stains, or foreign material inside the channel. The channel from the control body section was checked and did not find any discoloration. The scope passed the leak test. The image was checked and noted the image is normal. The loaner scope was returned back to stock. The cause of the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time, however, olympus will continue to investigate to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for staphylococcus aureus after reprocessing. There were no associated patient infections reported.